Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited noise when programmed bipolar. It was noted that patient was involved in a car accident. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and coil deformation. This type of damage is consistent with repeated stress over time or acute trauma. In this case, we believe the stress was the result of lead trauma possibly related to patient car accident. The reported noisy signals exhibited on the bipolar channel is likely the result of the lead damage observed by the laboratory.